Event description:
It was reported by the rep that the (2) tct75 & (2) trt75 were used during a colon resection procedure. It was reported that the after the first fire of the device, the reload would not fire. The second instrument had the same result. The customer wishes to return the entire lot of trt75. There was no pt consequence.